Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and non calcified left main trunk (lmt) to left circumflex (lcx) artery. The lesion contained more than 90 degrees bend. A 2.25x16 synergy¿ drug-eluting stent was advanced through a previously implanted stent in the lmt to left anterior descending artery (lad) but it was unable to go beyond the left main coronary artery. When the device was pulled out from the patient, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.25 x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a strut in the mid section of the stent lifted and pulled in a distal direction. The stent od (outer diameter) of the undamaged proximal section which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. Due to the advanced tortuosity of the vessel it is likely the crimped stent may have encountered resistance during placement attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and non calcified left main trunk (lmt) to left circumflex (lcx) artery. The lesion contained more than 90 degrees bend. A 2.25x16 synergy¿ drug-eluting stent was advanced through a previously implanted stent in the lmt to left anterior descending artery (lad) but it was unable to go beyond the left main coronary artery. When the device was pulled out from the patient, it was noticed that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported.